Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer's blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.